Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an hysterosalpingogram and x-ray revealed that device in the left tube had migrated into the peritoneal cavity (seen as dislocation). A laparoscopic salpingectomy was performed 4 months after insertion and one coil extracted however the other not found. The reported event is anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the dislocation was detected around 3 months after insertion. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device in the left tube had migrated into the peritoneal cavity") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain and cramping"). The patient was treated with surgery (laparoscopic salpingectomy on (B)(6) 2015, one coil extracted, the other not found). Essure was continued. On (B)(6) 2015, the patient experienced procedural pain ("painful recovery after laparoscopic salpingectomy"). At the time of the report, the device dislocation had not resolved and the pelvic pain and abdominal pain outcome was unknown and the procedural pain had resolved. The reporter considered device dislocation, pelvic pain, abdominal pain and procedural pain to be related to essure. Diagnostic results: in (B)(6) 2015: hysterosalpingogram and x-ray: right coil properly placed, left device migrated into peritoneal cavity. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an hysterosalpingogram and x-ray revealed that device in the left tube had migrated into the peritoneal cavity (seen as dislocation). A laparoscopic salpingectomy was performed 4 months after insertion and one coil extracted however the other not found. The reported event is anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the dislocation was detected around 3 months after insertion. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device in the left tube had migrated into the peritoneal cavity, malposition of essure device") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 28-year-old female patient who had essure (batch no. C03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)2010;(B)(6)2012 and (B)(6)2014), urinary urgency from (B)(6) to (B)(6), ovarian cyst in (B)(6), seasonal allergy in (B)(6), menstruation delayed, postpartum haemorrhage on (B)(6)2014, gravida and hernia. Previously administered products included for an unreported indication: detrol la from (B)(6) to (B)(6), flonase from (B)(6) to (B)(6), allegra from (B)(6) to (B)(6), ocella from (B)(6) to (B)(6), toradol in (B)(6), norco in (B)(6), motrin in (B)(6) and xanax in (B)(6). Past adverse reactions to the above products included pregnancy with ocella. Concurrent conditions included overweight, gallbladder disorder since (B)(6) and cholecystectomy since (B)(6). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2014 to (B)(6) 2015 for contraception as well as anaesthetics (anesthesia), omeprazole (prilosec) since (B)(6), prenatal vitamins since (B)(6) and ranitidine hydrochloride (zantac) since (B)(6). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, 3 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced procedural pain ("painful recovery after laparoscopic salpingectomy"). On an unknown date, the patient experienced stress ("psychological or psychiatric problems condition-stress of additional surgery"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6)2015, one coil extracted, the other not found) and surgery (bilateral salpingectomy with laparoscopy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation had not resolved, the fallopian tube perforation outcome was unknown and the procedural pain and stress had resolved. The reporter considered device dislocation, fallopian tube perforation, procedural pain and stress to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. X-ray - on an unknown date: right coil properly placed, left device migrated (abnormal nos) on (B)(6)2015: hysterosalpingogram : right coil properly placed, left device migrated into peritoneal cavity, unilateral occlusion (right tube occluded) and failure to occlude (close) fallopian tubes. In (B)(6)2015, x-ray showed right coil properly placed, left device migrated into peritoneal cavity. On (B)(6)2014, ultrasound abdomen showed there is a new 1.5 x 1.2 cm hyperechoic nodule in the gallbladder. There is no pericholecystlc fluid or sonographlc murphy's sign. Common duct 3 mm. Visualized portions of liver, spleen, pancreas unremarkable. Portions of aorta and ivc are seen. Right kidney measures 11.8 cm, left kidney measures 11.8 cm. No hydronephrosis. On (B)(6)2014, surgical pathology report showed, pathologic diagnosis a. Gallbladder, cholecystectomy: 1. Mild chronic cholecystitis. 2. Benign lymph node. Gross description a. Gallbladder, cholecystectomy. On (B)(6)2015, surgical pathology report showed, pathologic diagnosis a. Essure device present, fallopian tubes, bilateral salpingectomy: 1. Complete cross sections of both fallopian tubes. 2. Separate metal coil. Gross diagnosis only. Gross description a. Essure device present. Fallopian tubes, bilateral salpingectomy: container label: bilateral fallopian lubes, assure device" general: received are two pink-tan segments of fallopian tube, one consisting of fimbrae, measuring 3.6 x 0.3 cm and 4.2 x 0.4 cm. Also submitted is grey metal call, 3 x 0.2 cm sections: 1 representative sections shorter segment 2 representative sections of longer, fimbriated segment 2. Ss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device in the left tube had migrated into the peritoneal cavity, malposition of essure device") and fallopian tube perforation ("perforation (fallopian tube(s))") in a (B)(6) year-old female patient who had essure (batch no. C03095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2010; (B)(6) 2012 and (B)(6) 2014), urinary urgency from 2012 to 2013, ovarian cyst in 2013, seasonal allergy in 2010, menstruation delayed, postpartum haemorrhage on (B)(6) 2014, vaginal delivery and hernia. Previously administered products included for an unreported indication: detrol la from 2012 to 2015, flonase from 2012 to 2015, allegra from 2012 to 2015, ocella from 2012 to 2014, toradol in 2011, norco in 2011, motrin in 2011 and xanax in 2011. Past adverse reactions to the above products included pregnancy with ocella. Concurrent conditions included overweight, gallbladder disorder since 2014 and cholecystectomy since 2014. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2014 to (B)(6) 2015 for contraception as well as anaesthetics (anesthesia), omeprazole (prilosec) since 2015, prenatal vitamins since 2014 and ranitidine hydrochloride (zantac) since 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced procedural pain ("painful recovery after laparoscopic salpingectomy"). On an unknown date, the patient experienced stress ("psychological or psychiatric problems condition-stress of additional surgery"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2015, one coil extracted, the other not found). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation had not resolved, the fallopian tube perforation outcome was unknown and the procedural pain and stress had resolved. The reporter considered device dislocation, fallopian tube perforation, procedural pain and stress to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. X-ray - on an unknown date: right coil properly placed, left device migrated (abnormal nos) on (B)(6) 2015: hysterosalpingogram : right coil properly placed, left device migrated into peritoneal cavity, unilateral occlusion (right tube occluded) and failure to occlude (close) fallopian tubes. In (B)(6) 2015, x-ray showed right coil properly placed, left device migrated into peritoneal cavity. On (B)(6) 2014, ultrasound abdomen showed there is a new 1.5 x 1.2 cm hyperechoic nodule in the gallbladder. There is no pericholecystlc fluid or sonographlc murphy's sign. Common duct 3 mm. Visualized portions of liver, spleen, pancreas unremarkable. Portions of aorta and ivc are seen. Right kidney measures 11.8 cm, left kidney measures 11.8 cm. No hydronephrosis. On (B)(6) 2014, surgical pathology report showed, pathologic diagnosis a. Gallbladder, cholecystectomy: mild chronic cholecystitis. Benign lymph node. Gross description . Gallbladder, cholecystectomy. On (B)(6) 2015, surgical pathology report showed, pathologic diagnosis a. Essure device present, fallopian tubes, bilateral salpingectomy: complete cross sections of both fallopian tubes. Separate metal coil. Gross diagnosis only. Gross description. Essure device present. Fallopian tubes, bilateral salpingectomy: container label: bilateral fallopian lubes, assure device" general: received are two pink-tan segments of fallopian tube, one consisting of fimbrae, measuring 3.6 x 0.3 cm and 4.2 x 0.4 cm. Also submitted is grey metal call, 3 x 0.2 cm sections: 1 representative sections shorter segment 2 representative sections of longer, fimbriated segment 2. Ss. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2018: pfs and mr received: new reporters, patient demographic information, historical and concomitant conditions, historical and concomitant drugs, product indication, stop date, lot no, new events fallopian tube perforation and stress added. Outcome for the event stress added as recovered / resolved and action taken with drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.